Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation. The patient presented to the emergency room due to a loss of consciousness. The lead was surgically revised, and remains in service. No additional adverse patient effects were reported.